Manufacturer narrative:
The investigation for the reported system self-check error issue has been completed. The product was returned, and the issue was confirmed. Data analysis: imc logs for 08/14/2022 show repetitive ¿sau_ser10 received duplicate command seq: 43560. Send ack eok ! ¿ which points towards error in serial communication with pbm vial channel 10. (Pdf attached). This issue resulted in ¿post: syscall10 checkfirmware failed¿ errors. Device analysis: during pm, pbm was visually inspected and corroded connections were found near the super capacitor. The damage to the pbm was due to leaking electrolyte from the neighboring super capacitors which impacted i2c communication. The root cause of system self-check failure was due to a defective pbm. Fcn 71 had been implemented to address other pbm boards manufactured between march and november 2013 that do not yet show signs of damage due to leaking capacitors. Pbm super cap is a pattern failure mode and usually occurs with pbms that have a sn between (B)(6) (inclusive). This board's sn was outside of this date range. Per the results of the clinical review and investigation, the root cause was determined to be a electrolyte leakage from the supercapacitor which caused damage to the pbm serial connection. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient on an automated impella controller (aic) for mechanical circulatory support. Upon starting the aic, it produced a self-check error upon boot up of this console. A backup console was used, and there was no report of patient harm or injury.